Manufacturer narrative:
The customer reported problem cannot be confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages. (B)(4).

Manufacturer narrative:
The customer reported problem cannot be confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn 15489751 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn 15489751 for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages error code 211.2000- 06/04/2019 11:53:52 shalisa lorenzo (slorenzo) no charge oob / repair / npi (suspect manufacturing defect).